Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter (aus) due to device performance issues and did not work as well as it once did. The patient was being treated for recurring incontinence. The procedure was successfully completed with no patient clinical consequences.